Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The perforator was visually inspected. The label was missing, no other defects were noted. Functional testing was then performed per the test method. A series of holes were drilled without issue. The device functioned as intended. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the perforator had premature disengagement and failed to disengage and caused damage to the brain. The auto release function did not work, and the patient's brain parenchyma was damaged. All parts of the perforator blade entered the brain parenchyma. There have been no symptoms, such as paralysis, reported. The issue occurred during use on the 3rd burr hole. The surgeon felt that strangeness from the 1st burr hole. The first perforation is the upper left hole. When the perforation was performed at the circled part colored by gentian violet, rotation of the cutting stopped at the outer bone and could not be drilled any deeper. The second perforation is the bottom left hole. The rotation of the cutting stopped at the diploe and could not be drilled any deeper. The third perforation is the bottom right hole of the attached photo. The event (disengage failure and brain damage) occurred with this hole. The auto release function did not work. While drilling, it suddenly felt like the bottom part of skull falling out and the drill entering the brain. At the 1st burr hole, the auto release function worked at the table of bone. At the 2nd burr, the auto release function worked at the diploe. At the 3rd burr, the auto release function was not working. The perforator was replaced with cutting burr. The surgeon commented that it was used as usual and nothing has ever changed, the patient is an young man who has thick bone (9.6mm) and vigorous. And the physician has a lot of experience using the device and the device was help perpendicular to the bone during use. The physician's comment "it was strange that the perforated hole¿s figure is usually consists of larger and smaller layers of hole, but for this event, there is just one layer of hole." The device was not reprocessed. Pre-testing was done before use of the device was started. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.